Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a high blood glucose (bg) of 627mg/dl. The customer was treated with intravenous insulin and insulin therapy via pump, and was released from the hospital the next day with no permanent damage. The cause of the reported issue was unknown. Tandem technical support performed a pump system check and verified the pump functioned as intended.